Manufacturer narrative:
Investigation findings items returned for evaluation: delivery system (pusher) web implant via 17 microcatheter 2x wdc-2 items not returned for evaluation: introducer, dispenser hoop. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 3.5 ± 0.4, height(mm)= 2.0 ± 0.3), but the hypotube was kinked at the middle section, the proximal connector pet damaged, and the brown lead wire damaged at the proximal solder joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification due to the lead wire damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil did not find stretched and did not show signs of activation using a detachment controller. The returned controllers were evaluated and found to be functioning as normal. Controller investigation - controller 1 voltage and duration measurement: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3v (specification: 11.2 - 11.8v per cf11434) duration: 742.2ms (specification: 660 - 820ms per cf11434) the wdc-2 board voltage and duration was found to be within specification. Controller investigation - controller 2 voltage and duration measurement: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.4v (specification: 11.2 - 11.8v per cf11434) duration: 737.0ms (specification: 660 - 820ms per cf11434) the wdc-2 board voltage and duration was found to be within specification. The returned microcatheter did not find damaged. Investigation conclusion: the investigation of the returned web system found the hypotube kinked at the middle section, the proximal connector pet damaged, and the brown lead wire damaged at the proximal solder joint. The unit did not pass continuity and resistance testing. The condition of the proximal connector may have caused or contributed to the reported non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported: the physician was treating an aneurysm on the left arterior artery with planned implantation of a web device. After accurate measuring, a web sl 3.5-2 was chosen. After placing the web inside the aneurysm, the appropriate position was checked with contrast media. The web did not detach. The pusher was cleaned and dried and after three attempts with the first wdc-2 a second detachment controller was used but unsuccessfully. The physician was trained on the tlc-concept. She followed that concept, but the web did not detach. The decision was made to remove the web from the patient body. It was successfully removed. A web sl 4.5-2 was chosen and was implanted successfully. It was detached at the first attempt with the second wdc-2. The 4.5-2 web was chosen as a second 3.5-2 and 4-2 were not available, position was not as perfect as with the 3.5-2. The examination was successfully finished. The patient was suffering mild infarctions on the left media artery. As of (B)(6) 2024, the patient is still on the critical care unit. She is suffering the symptoms of media infarctions. The patient is aphasic. An MRI scan is scheduled for friday, (B)(6) 2024. Clarification received indicates as of (B)(6) 2024, the patient is in better condition, has recovered very well and already discharged from the hospital. The patient was discharged from the hospital on (B)(6) 2024 with a mrs 0. It is noted her issues were related to the larger amount of contrast media given during the procedure.

Manufacturer narrative:
No additional information received. This report represents corrections to the investigation. Please note the evaluation findings should have read as follows: investigation findings items returned for evaluation: -delivery system (pusher) -web implant -via 17 microcatheter -2x wdc-2 items not returned for evaluation: -introducer -dispenser hoop the web implant was returned still attached to the pusher for analysis and was returned unsheathed as the introducer was not returned. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 3.5 ± 0.4, height(mm)= 2.0 ± 0.3), but the hypotube was kinked at the middle section, the proximal connector pet was damaged, and the brown lead wire was damaged at the proximal solder joint. The returned microcatheter was not found damaged. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol ¿ (spec= 66-78¿), which is out of specification due to the lead wire damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The returned controllers were evaluated and were found to be functioning as normal (see controller evaluations below). Controller investigation - controller 1 voltage and duration measurement: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3v (specification: 11.2 - 11.8v) duration: 742.2ms (specification: 660 - 820ms) the wdc-2 board voltage and duration was found to be within specification. Controller investigation - controller 2 voltage and duration measurement: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.4v (specification: 11.2 - 11.8v) duration: 737.0ms (specification: 660 - 820ms) the wdc-2 board voltage and duration was found to be within specification. Investigation conclusions the investigation of the returned web system found the hypotube kinked at the middle section, the proximal connector pet damaged, and the brown lead wire damaged at the proximal solder joint. The unit did not pass continuity and resistance testing during the investigation due to the lead wire damage, which is consistent with non-detachment as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The corrected documentation of the evaluation does not have any impact on the other data submitted on earlier reports. The incident information and h6 codes stand as previously submitted.

Event description:
No additional information received. This report represents corrections to a previously submitted MDR.

Event description:
It was reported: the physician was treating an aneurysm on the left arterior artery with planned implantation of a web device. After accurate measuring, a web sl 3.5-2 was chosen. After placing the web inside the aneurysm, the appropriate position was checked with contrast media. The web did not detach. The pusher was cleaned and dried and after three attempts with the first wdc-2 a second detachment controller was used but unsuccessfully. The physician was trained on the tlc-concept. She followed that concept, but the web did not detach. The decision was made to remove the web from the patient body. It was successfully removed. A web sl 4.5-2 was chosen and was implanted successfully. It was detached at the first attempt with the second wdc-2. The 4.5-2 web was chosen as a second 3.5-2 and 4-2 were not available, position was not as perfect as with the 3.5-2. The examination was successfully finished. The patient was suffering mild infarctions on the left media artery. As of 02may2024, the patient is still on the critical care unit. She is suffering the symptoms of media infarctions. The patient is aphasic. An MRI scan is scheduled for friday, 5/3/2024. Additional information has been requested, but not yet received.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue of non-detachment and the incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Device not returned.